Manufacturer narrative:
Kinks were evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st distal stent wrap with struts raised. The transition tubing was bunched and kinked immediately proximal to the guidewire entry port. The distal shaft was kinked 15.1cm and 15.9cm distal to the guidewire entry port. The patency of the inner lumen was verified with a 0.015 inch mandrel. Deformation was visible to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified lad lesion exhibiting 80% stenosis and tortuosity. No damage was noted to device packaging or when removing the device from the hoop. The device was inspected with no issues noted. The lesion was not pre-dilated. Device did not pass through a previously deployed stent. During the procedure, resistance was encountered during delivery but no excessive force used. It was reported that the device could not cross the target lesion and stent deformation occurred during positioning .the device was replaced with a new one to complete the procedure without complication. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.